Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with battery out limit alarm, no deliveries, and high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer reported they may have had old batteries in during the battery out limit alarm. The customer was advised that the no delivery alarms happened when customer conducted bolus. Troubleshoot for the high blood glucose level was conducted. The customer's most current level was 175mg/dl. The customer states they have been treating with manual injections. The customer states they have previously been hospitalized, but did not call in. The customer was advised that recent changed to pump programming could have impacted the customer's high blood glucose levels. The customer was advised to contact healthcare provider, and call back when issues arise.